Manufacturer narrative:
A steris service technician inspected the 5095 surgical table and found that the table would not level but would go into trendelenburg and appeared to have lost its calibration from testing the table which is attributed to the cause of the reported event. The technician recalibrated the table, tested the table, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 5095 surgical table was not leveling when commanded to do so using the hand control. There was no report of injury or procedure delay. The procedure was completed successfully.